Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. The populated explant date is in the future and/or has not yet been confirmed.

Event description:
Healthcare professional reported left side "discomfort and change in shape and after clinical examination, capsular contracture, baker grade iii." The device remains implanted.

Event description:
Physician has further report left side rupture during removal. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with opening. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode additional, changed, and/or corrected data: b5, b7, d4, d6b, h6.